Event description:
It was reported that an iegm revealed noise in the bipolar configuration when the patient moved his arm. No capture was noted in the bipolar configuration and bipolar impedance was 800 ohms. Unipolar impedance was 270 ohms. Therefore, the device was left in the unipolar configuration and pro- grammed to ddi to prevent tracking of the noise.